Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacturer representative that they were in a motor vehicle accident a few weeks prior to the report and afterwards began feeling a new pain in their lower back in addition to the broken ribs they sustained. Also, stimulation was only supposed to cover their legs but they started feeling stimulation in their belly button area as well. Reprogramming was attempted but they couldn't get the tingling out of the belly button area. X-rays and cat scans showed that the lead had not moved of dislodged. Impedances were all within normal range. The indication for use is spinal pain.

Event description:
Additional information was received from the patient. It was reported that the patient contacted their manufacturer representative and they tried to reprogram the spinal cord stimulator to help get pain relief to the lumbar area but it was unsuccessful. The patient was not receiving effective therapy. She was taking her narcotic pain medicine but it didn't help like the spinal cord stimulator did together. It was noted that the patient's quality of life went downhill. The patient followed-up with her pain management doctor who is to try a revision on (B)(6) 2016 to remove the manufacturer's battery and replace it with another manufacturer's to see if that would help the patient get some relief to her spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.